Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the worn sheath was irregular stress to insertion section while the user was handling the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope's sheath is worn. This issue was found during reprocessing after an unspecified procedure was completed. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the biopsy channel was leaking at the plastic distal end cover, the angulation had excessive play, the plastic distal end cover was dented, the light guide lenses were chipped, the bending rubber glue was cracked, and the insertion tube had minor scratches and was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.